Manufacturer narrative:
An event regarding packaging damage involving simplex packaging was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there was one other similar reported event for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as returned product is needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product.

Event description:
Customer found 2 doses in the middle of the 10 pack that had been stuck together. It appeared that they had been leaking. The boxes were disposed of and no patient harm occurred.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Customer found 2 doses in the middle of the 10 pack that had been stuck together. It appeared that they had been leaking. The boxes were disposed of and no patient harm occurred.